Event description:
User reported that the occluder would not function during the procedure. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Inspection did not find visible issues. Once powered on, device issue confirmed and occluder was stuck in lock position. Investigation determined an issue with the motor.

Event description:
User reported that the occluder would not function during the procedure. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Investigation pending return of device.